Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found burn marks to the ac power adapter which contributed to the power up anomaly.

Event description:
This report is to advise of an event observed during analysis.